Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer states that it is probable that a defect occurred due to the customer's handling. Malfunction of the cable (around the scope anti-bending periphery), malfunction of the r cable u , failure of 3hd plug u , malfunction of r kimitsu u.

Manufacturer narrative:
The device was returned to service center for evaluation. The customer¿s complaint could not be confirmed as the device operated as intended during evaluation.

Event description:
The service center was informed that during preparation for use, the image from the device did not communicate with the tower and no image was observed. The patient was not in the room yet and this issue was discovered during set up. There were no issues with the cable and it did not have any damage, kinking or bunching of the cable coils. The brightness was not working on the camera head. The scheduled procedure was completed with a second camera head without issue. There was no patient injury reported. Additionally, it was reported that the device and connections were inspected prior to use and there was no damage or abnormalities noted. No debris was noticed on the lens.